Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure the physician was unable to tighten the setscrew to secure the lead into the header of the implantable cardioverter defibrillator (ICD). Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.